Manufacturer narrative:
Investigation summary bd received sample and photos for investigation. The sample and photos were evaluated by visual examination and the indicated failure mode for 'embedded foreign matter (fm)' with the incident lot was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign matter (dirt) on the needle. The customer found a black spot-like dirt on the needle and stopped using this affected product."